Event description:
It was reported that during the pre-test, the cuff inflated asymmetrically. No patient injury or involvement was reported.

Manufacturer narrative:
One sample was received in used condition, without its original packaging and with its certificate of safe handling. Performed functional testing and was unable to duplicate the reported issue. No root cause could be determinate since the sample successfully passed functional test. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.